Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the hemi head and modular sleeve were removed. The bhr cup and emperion stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. Cobalt and chromium blood levels were reported to be 3.8 ¿g/l and 2.4 ¿g/l respectively. Pre revision x-rays showed new lucency within the left greater trochanter. The patient also complained of squeaking noises and clicks in left hip joint. The revision intraoperative report indicated moderate, diffuse, blackened synovitis throughout the hip. Metal debris at the femoral trunnion was excised. A moderate amount of synovial fluid was detected. The color was cloudy and brownish. Although elevated cobalt and chromium levels, blackened staining, lucency and cloudy brown fluid are consistent with findings associated with metallosis; the root cause cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery from the left hip was performed due pain, weakness, irritability, increased cobalt and chromium levels.